Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse contacted the customer to discuss the reported event. The customer stated that the wash and diluent filters had not been replaced when performing decontaminations. The fse recommended that the customer follow the sixth month maintenance procedure in the aia 360 operations manual chapter 10.3.5 sixth month cycle maintenance procedures. The customer performed the sixth month cycle maintenance procedure, performed the tri-monthly maintenance procedure in section 10.3 of aia 360 operations manual, and made fresh reagent. The controls were now within the established target means that were established by the customer. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017 for similar complaints was performed. There was one similar complaint identified during the searched period. The aia-360 operator's manual under chapter 10: daily maintenance procedures are as follows: six-month cycle maintenance procedures 5.1 diluent and wash lines it is effective to clean the diluent and wash lines at the same time to clean the diluent and wash solution bottles. Tri-monthly maintenance procedures: 4.1 diluent and wash solution bottles make sure to clean the diluent and wash solution bottles with aqueous hypochlorite on a regular basis. The most probable cause for the control shift was operator error. The operator failed to follow the steps in the 3 month and 6 month maintenance procedures. The operator also failed to remove the wash and diluent filters in the steps for 6 month cycle preventative maintenance as described in section 10.3 of operations manual.

Event description:
On (B)(6) 2017, a customer reported a control shift with the troponin I (ctni 2); the controls were high on the aia-360 instrument. The customer noted that a sample level I was in range and level iii was out of established range but in target range. Technical support advised the customer to clean the wash probe and to perform multiple decontaminations. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.